Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range high voltage lead impedance was observed. The impedance had been trending around this value for the last year. The patient will continue to be monitored.